Event description:
It was reported that following a non-device related procedure, the patients implantable pulse generator (ipg) would no longer take a charge and would not turn on. The patient underwent an explant procedure. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.